Manufacturer narrative:
The company service representative went onsite and observed multiple surgeries. The company service representative did not notice any aspiration failures. The company service representative did not examine the system. The reported event was cannot be confirmed. The company service representative attended surgery and did not note any abnormalities related to the reported event of aspiration failure. The reported events of a corneal edema and low visual acuity cannot be confirmed. A system manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. The root cause of the reported event of aspiration failure cannot be determined conclusively. Based on the information obtained, the root cause of the reported events of a corneal edema and low visual acuity are inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during a cataract surgery, an ophthalmic operating console presented with aspiration failure. Due to equipment failure, a patient experienced corneal edema with low visual acuity. The surgery was completed on the same day. The patient received unspecified medical treatment for the event. The patient¿s low visual acuity was in recovery.